Event description:
It was reported by the rep the device was used during a gynecological procedure two years ago. It was reported a dr. Was doing a obstetric-gynecological procedure and used a non-shielded reusable trocar to gain access. There was either a complication or some uncertainty, so he asked a general surgeon, to come in and have a look. Dr used a 12mm optiview trocar with visualization and inserted the trocar with scope into the same port site created by another dr with a non-shielded trocar. The bowel was perforated. The general surgeon is now in litigation to determine how and when the bowel was perforated.